Manufacturer narrative:
Customer indicated that the device could be from any of the following product codes: 3063, 3060 (lot 3566474), 3065 (lot 3564845), 3067, 3066, 3048 (lot 3449060)

Event description:
Information was received indicating that this peripheral intravenous catheter was dull and that it dragged on insertion and threading. No adverse patient effects were reported.